Event description:
It was reported that a pericardial effusion occurred. Two watchman access systems (was) and two watchman laa closure device & delivery systems (wds) were used during a left atrial appendage (laa) closure procedure. The first wds was 30mm and the deployed closure device was fully recaptured. The was was exchanged for a new one. A new wds (27mm) was deployed and a tug test was performed. After the tug test, a pericardial effusion was noted via transesophageal echocardiogram (tee) that continued to slowly grow with mild right ventricular (rv) compression. At this time, a pericardiocentesis was successfully performed to resolve the effusion and rv compression. No device was implanted. No further complications occurred. Patient is stable and has been discharged.